Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The tibial tray was removed prior to the cement setting due to a rocking of the tray. The tibial tray was loose at the bone to cement interface. Update nov 28, 2016 - follow-up with the sales rep indicates the anterior lip of the tray was rocking up. The surgeon didn't like that and wanted to implant a new tray.

Manufacturer narrative:
No device associated with this report was received for examination. Retained powder and liquid samples of the complaint batch in question were obtained. The mechanical properties of the cement lot were within the specification limits for the product. The cement checklist attached to the complaint fails to describe the operating theatre or storage conditions adequately. (B)(4) (rev 5) has been reviewed and includes this failure mode on lines 60-61b (occurrence level 1, severity level 7, bar) and line 62 (occurrence level 4, ifr). The reported event is considered one of the possible complications of joint replacement. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.